Event description:
It was reported that a 930cc mentor memorygel enhance breast implant was found to contain foreign matter in the packaging. No adverse event was experienced by any patient.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, some particles are perceived apparently in the thermoform, which appears partially open. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).